Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved and no harm, adverse outcome or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury.